Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is unknown, however, the condition of the returned device is consistent with some type of chemical or environmental exposure. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral diagnostic procedure, the catheter tip detached in pieces within the patient. The physician had acquired vascular access and during catheter manipulations over an .035 guide wire the catheter tip detached in pieces. The catheter tip pieces were surgically removed from the patient. The patient tolerated the procedure.